Event description:
Dr. Reported that during priming of a needle prior to a radiesse vocal fold injection, it was noticed that the needle tip was missing. They were not able to find the tip in the packaging and were unable to use this device. Since the event occurred outside the pt, during prep, there were no pt complications reported with the device breakage.

Manufacturer narrative:
A review of the device history records indicates that the reported lot, 1006727, met all specifications. There was no dried radiesse product in the needle hub or cannula tip. The needle tip had been welded in place, as there is noticeable built-up solder around the cannula tip. The needle tip was not returned to bioform medical. There was no pt harm reported, since this event occurred during priming and did not involve contact with the pt. Upon review of the FDA medical device report decision tree at bioform medical, a decision was made to report this event based on a chance of causing injury if the event were to recur during use.